Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20143. Reportedly, the patient is "doing well".

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20143. Further investigation identified the event details in the initial report pertain to the permanent procedure for the scs system implant not the trial procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20143. It was reported the patient experienced bronchospasm during the scs trial procedure. The patient was intubated and the crna was unable to ventilate the patient. No incision was made and the procedure was abandoned. The patient was extubated and returned to pacu for observation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
This issue is related to the patient¿s permanent procedure and not the trial procedure as previously reported. The patient was intended to be implanted with one penta 3mm lead, 60 cm. The devices reported in the initial report are inadvertently reported incorrect. This report contains correct device information. The lot number, expiration date, manufacturing date of the device is unknown at this time. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.